Manufacturer narrative:
Patient weight not made available from the site. On 06/11/2015 software investigation completed. Findings are that there is nothing in the patient logs that specifically indicate why the navigation system became unresponsive. This issue was documented in a medtronic software anomaly tracking database. No further issues have been reported.

Manufacturer narrative:
A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A site nurse reported that, while in a cranial procedure, mid-navigation the navigation system screen became unresponsive. The mouse and the foot-switch were unresponsive. In trouble-shooting, a hard shut-down was performed and software launched normally, navigation resumed. There was no delay in therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.